Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on lcd board. The pump was unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to blank display. The pump had minor scratched display window. (B)(4).

Event description:
The customer reported via phone call of moisture damage from the insulin pump. The customer's blood glucose reading was 380 mg/dl. The customer reported possible leak out of the reservoir. The customer stated that there is fluid under the lcd display. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.